Event description:
On (B)(6) 2010, pt reported she can see the screen on her infusion device but in certain angles and lights the display looks damaged. Pt reported she is wearing her backup infusion device for the first time and this is on her screen. Pt stated it is like "ink going across the screen." Pt stated it is noticeable when the infusion device is in the run mode and being worn. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.